Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4: a product investigation was completed: the visual inspection has shown that one (1) unknown screw was returned which is still jammed within the plate hole and cannot be disassembled. The jammed screw head shows a damaged recess. Functional test, dimensional inspection and drawing review could not be performed due to missing article and lot number information. This complaint is confirmed as the screw is jammed within the plate. No article and lot number are visible on the screw and no further detail information was given. A review of the production history could not be performed as the article and lot number is unknown. Based on the provided limited information we are not able to determine the exact reason for this occurrence. We can only assume that wrong torque or angulation of the screw during insertion led to a cold-welding between the plate and the screw thread. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the matrixrib plate was broken after three months of implantation. No patient consequence. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for 2 of 2 for (B)(4).